Event description:
It was reported that during a procedure for acute cerebral infarction in the posterior circulation vertebrobasilar arteries, angiography after recanalization of the vertebrobasilar arteries revealed significant stenosis in the v4 segment of the right vertebral artery. After dilation with a balloon blood flow was difficult to maintain. The physician planned to implant a subject stent. The stent was normally advanced into the introducing sheath, pressed tightly against the hub at the tail end of the microcatheter, and then pushed. After pushing the subject stent halfway into the microcatheter, significant resistance was encountered, preventing further advancement. The physician attempted to withdraw the subject stent for readjustment but found that the stent had deployed and its tip was deformed upon withdrawal. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.